Event description:
The customer reported experiencing a tandem mobi cartridge alarm 35. There was no reported adverse impact on customer's blood glucose level. Customer continued to use the pump for insulin therapy.